Manufacturer narrative:
Batch review performed on 09 july 2018; lot 122816: (B)(4) items manufactured and released on 02 october 2012. Expiration date:2017-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Other device involved: reference 01.29.209 (k112115) biolox delta ceramic ball head 12/14 ø 36 size m 0 ; lot 115757: (B)(4) items manufactured and released on 19 january 2012. Expiration date: 2016-12-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed on 10 july 2018 by medical affairs (B)(4): femoral revision in primary cementless tha after 5.5 years. We only have two pre-revision radiographs that show signs of proximal femoral loosening but no other concomitant cause can be identified. It appears to be a case of aseptic loosening, a possible adverse event following tha, but the cause cannot be determined with the information at hand.

Event description:
The patient came in complaining of thigh pain 5 years after primary. The cause is unknown. The surgeon revised the stem and head. The cup was not revised as it was well fixed. The surgeon implanted another company's product. The surgery was completed successfully.